Event description:
Revision of equinoxe shoulder components due to loss of function. Event was discovered through exactech clinical research. The surgeon did not consider this event to be device related.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification info was not provided, precluding a review of the device history record. Devices originally associated with 1038671-2014-00006.